Manufacturer narrative:
The technician found the latch spring was dried out and not moving and stopped the rail from latching. The technician lubricated the latch spring to repair the bed.

Event description:
Information rec'd indicates the right siderail will not lock.